Event description:
A pt reported they were unable to receive a reading on their one touch basic enhanced meter due to their meter allegedly would only flash the battery icon and would at times not power on. The result on their meter as the pt was 268mg/dl. Pt retested and received a reading of 69mg/dl. Treatment was medication for diabetes. Customer cleaning meter incorrectly. No further info has been reported. No serious injury or allegation of harm.